Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the turbohawk device got stuck in the lesion. When removed the physician noted damage to the nosecone. No patient injury is reported. Evaluation summary: the turbohawk peripheral plaque excision system was received for evaluation. No ancillary devices or cine images from the procedure were received. The turbohawk exhibited a kink just distal of the distal end of the strain relief. The coil section and nose cone were examined. The returned device did not exhibit the damage described in the initial report. Under magnification the cutter head and distal edge of the window exhibited chipped areas associated with cutter crash. A 0.014in guidewire was able to be loaded through the distal tip and exit the rx port with ease. The guidewire loaded turbohawk was measured at the distal end of the coil, medial section of the coil, and just distal of the cutter window: 0.1015in, 0.1020in, and 0.1040in. The cause of the crossing difficulties encountered could not be determined. The kink in the turbohawk drive shaft is approximately 11mm distal from the distal tip of the strain relief. The kink may have formed post-procedural given how the device was packaged for return.